Event description:
It has been reported to philips that the equipment turns off constantly. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system that the equipment turns off constantly. The philips remote service engineer (rse) reviewed the equipment logfile, which reported an error in the point unit of the x-ray generator. Upon troubleshooting, rse found that the system was lost the tube information. Later, philips field service engineer (fse) inspected the system onsite. To resolve this issue, fse configured the tube and performed the calibration. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.